Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned to the manufacturer for evaluation .one electronic photo was received and reviewed. The photo shows the bifurcation and part of the extension legs(aneurysm/ballooning) and some whitening/opacification which also appears to be concentrated on the visual side. The clamps of the catheter also appeared to be sutured to the skin of the patient. Based on the photo review, opacification, stretching and protrusion in a segment of the extension leg (aneurysm) can be confirmed. However, the reported poor flow cannot be confirmed as there was no device was returned for sample evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2021)), h6 (device code: 2979 - material protrusion / extrusion), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post catheter placement, the catheter allegedly emulsified and deformed. It was further reported that device will be replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway. (Expiration date: 02/2021)), (B)(4).

Event description:
It was reported that approximately five months post catheter placement, the catheter allegedly emulsified and deformed. It was further reported that device will be replaced. There was no reported patient injury.